Event description:
On (B) (6) 2010, patient reported she woke up this morning with a blood glucose reading of 300 mg/dl. Patient stated, she noticed that she had an air bubble in the infusion tubing which was the cause of her elevated reading; was able to prime out the air bubble on her own. Patient retested her blood glucose with readings ranging 294-349 mg/dl after bolusing for meals and corrections. Patient stated, she was concerned because her blood glucose was still elevated. Reviewed causes of hyperglycemia. Reviewed causes of air bubbles. Submitted request for additional training. Advised patient she may need to contact her doctor to discuss her current basal rates and general parameters. Advised to switch back to her primary infusion device. On follow up call on 03/23/2010, patient reported she met with the trainer. Patient stated, she does not have any air bubbles and everything is working okay. No product return was requested.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.